Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2009 to treat stress urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, including urinary problems, neuromuscular problems, vaginal dysfunction, persistent leg pain, dyspareunia, erosion and was required to undergo add'l medical procedures. In (B)(6) 2009 the plaintiff first presented to her doctor with pain and related symptoms. Again in (B)(6) 2009 the plaintiff complained of the same pain and related symptoms. On or about (B)(6) 2010 the plaintiff underwent surgery. It was noted that the plaintiff underwent a cystoscopy examination under anesthesia. A revision of the left sling arm and trigger point injections were done. On or about (B)(6) 2012, the plaintiff further underwent an add'l surgery. Removal of the right arm sling, and injections of the left obturator trigger point were performed. As a result, plaintiff experienced significant mental and physical pain and suffering. The plaintiff has required add'l medical treatment for continued incontinence, and has sustained permanent injuries and disability.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).